Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported,

Manufacturer narrative:
Correction: b5: field should reflect inappropriate shock issue.

Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.